Manufacturer narrative:
The insulin pump was received with no button response due to an unlocked lcd keypad connector. The pump was also received with minor scratches on the lcd window, scratched reservoir window, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that her insulin pump's keypad became unresponsive. The patient's blood glucose at the time of incident was 108 mg/dl. She sets an alarm that tells her to check her blood glucose but she was unable to clear the most recent one due to unresponsive buttons. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.